Event description:
The advocate stated the customer received a blood glucose reading of 240 mg/dl from her contour meter and a reading of 72 mg/dl from another meter. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The advocate returned the test strips for evaluation. Replacement test strips and a new meter were sent to the customer.